Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered. Device evaluation of monitor sn (B)(4) is underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 12/21/2015, belt: 01/27/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient's family reported that the patient was at home in his bed when the event began. The patient was transported to the hospital via ems where he was pronounced dead when he arrived. Review of the download data indicates that the lifevest detected asystole on (B)(6) 2017 at 20:52:08. At 21:02:41, the lifevest detected an arrhythmia during which two treatment shocks were delivered. The patient's ECG showed asystole with intermittent activity when the shocks were delivered. Oversensing of low-amplitude cardiac signal and intermittent activity contributed to the false detection. The time of the patient's death was the device was shut down at 21:35:01.